Event description:
Edwards received information indicating that a (B)(6) male has severe aortic insufficiency and aortic stenosis in an edwards bioprosthetic aortic valve (implanted 1999). Calcification also noted. Patient considered inoperable given sts 13%, redo sternotomy, frailty, dlco 36 and chronic thrombocytopenia. Patient is being assessed to receive implant of a transcatheter aortic bioprosthetic valve within the subject valve. No other details provided at this time.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this patient experienced severe aortic stenosis and aortic insufficiency due to calcification of an edwards bioprosthetic valve implanted in 1999. The patient has been assessed for transcatheter aortic valve replacement within the existing aortic valve. No other details have been provided at this time. Although the root cause of this event cannot be conclusively determined with the available information, it appears that the reported calcification likely caused the patient's stenosis and insufficiency. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. There have not been any allegations of a malfunction or deficiency related to the subject device. A supplemental MDR will be submitted in the event any new information is received.